Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device indicates charge circuit inactive. The device is at recommended replacement time (rrt). Alerts are sounding on the device and the patient wants them to stop. The patient refuses to replace or explant the device. The device remains in use. No patient complications have been reported as a result of this event.